Event description:
Reporter alleged the customer obtained the result of 30 mg/dl, ate food, and then obtained a result of 400 mg/dl back to back within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips any longer, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.